Manufacturer narrative:
UDI #: (B)(4). Patient date of birth is unknown and not provided. Patient gender is unknown and not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient's operative eye resulting in an unplanned vitrectomy procedure when using a phacoemulsification unit. The surgery center suggested the capsular tear might have occurred due to the patient's anatomy. The patient outcome is good.